Event description:
It was reported that while using bd bbl¿ sabouraud dextrose agar, emmons (deep fill), multiple technicians noticed a plate was contaminated with mold upon incubation. There was no health impact or consequence reported.this is report 181 of 300.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.